Manufacturer narrative:
(B)(4): a visual evaluation found that the stent was kinked along the drainage holes and was buckled 1.4cm from the proximal end. The stent was also deformed at the proximal end which could possibly due to being crushed against the distal end of the push catheter. A functional evaluation for stent deployment was performed and found that as the stent was deployed, creasing was noted at the proximal end and the stent failed to deploy. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation/use/maneuvering can cause the device to bend or coil which results into bends and kinks in the device. With the device bound by kinks and bends, the stent may fail to deploy. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2015. According to the complainant, the stent was kinked, bent and deformed at the proximal tip. The procedure was completed with another advanix biliary double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."